Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - litigation papers allege pain, swelling and difficulty walking. Update 01/09/2012 patient fact sheet (pfs) form received which identified the part/lot information. There is no new information that would change the outcome of the investigation. Complaint file updated, product information updated, (pfs) attached to file and follow-up mdrs filed. Update: 03/10/2016 der received. Patient revised to address pain. Complaint updated 04/05/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.